Event description:
This is a report of a home patient (hp) who had been hospitalized and passed away due to a blood stream infection. The cause was unknown. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.